Event description:
Patient was undergoing bronchoscopy and while physician was performing procedure, the videoscope went out and physician was unable to see anything. The vendor who services the bronchoscope was present and immediately switched from the videoscope to the manual bronchoscope and the procedure was completed without complication. The service vendor returned the failed bronchoscope to fujinon, the manufacturer.====================== manufacturer response for bronchoscope, fujinon======================(B) (4), service vendor for bronchoscopes returned the broken device to fujinon; do not know their response yet.